Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter on behalf of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings. The complaint was classified based on the customer service representative (csr) documentation as well as additional information obtained when the medical surveillance specialist reviewed the call. It was reported that the alleged meter inaccuracy began on the morning of (B)(6) 2018, when the patient obtained an alleged inaccurate high blood glucose reading of ¿501 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin; novolog (dose adjusted according to a sliding scale) and an unspecified dose of tresiba at night. It was reported that in response to the alleged high result obtained with the subject meter, the patient took an increased dose of his novolog. The reporter claimed that about 2 hours later the patient started to develop symptoms of hypoglycaemia, specifically ¿got really slow, eyes started closing, got sweaty, was falling asleep, confusion, couldn¿t focus and was unable to stand up¿. It was reported that at 2:10 pm, approximately 5 minutes after the symptoms began the reporter tested the patient¿s blood glucose with the subject meter and obtained an alleged inaccurate high result of ¿204 mg/dl¿ and that a few minutes later, after the patient became ¿progressively worse¿ and ¿unresponsive¿ performed another test and again obtained an alleged inaccurate high result of ¿199 mg/dl¿.the reporter claimed that in response to his symptoms she decided to treat her husband with 24 grams of glucose and also called an ambulance. The ambulance arrived within 20 minutes and tested the patient with their meter and obtained a result of ¿102 mg/dl¿. The patient was then admitted to hospital but the reporter did not specify for how long the patient was admitted. The reporter also claimed that while at the hospital the patient¿s blood glucose dropped to ¿66 mg/dl¿ and was treated with glucose (type and dose unspecified). During troubleshooting, the csr confirmed that the patient¿s test strips had been stored correctly and were within expiry/discard date. It was also noted that the meter was set to the correct unit of measure. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.